Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. The devices had malfunctioned electrical components there were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 16 malfunction events, where it was reported the brakes were cycling between brake, drive and neutral. No patients were involved.